Event description:
It was reported that the patient underwent a mast tlif surgery at l5-s1. A pedicle screw was broken during insertion. The screw was able to be removed and was replaced with a larger diameter screw. No patient complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4): the device has not returned to the manufacturer for evaluation.

Manufacturer narrative:
Additional information: visual inspection confirms the bone screw disassembled from the head. The ring ((B)(4)) and crown ((B)(4)) were still assembled in the head. A portion of the ring has been sheared off, with the remaining portion of ring still seated in the groove of the head. The bone screw (-01) head diameter was inspected, and found to be within print specification. The retaining ring is fully seated, but has been partially sheared off. A broken portion of the ring is split and bent out of the ring groove. The sheared portions are on either side of the retaining ring gap, which could reduce force required for ring failure. Conclusion: the above observations are consistent with overload as the mechanism of failure.